Event description:
The reported glucose values fall within the d zone of the parkes error grid.

Manufacturer narrative:
(B)(4). Describe event or problem - correction to the following statement in the initial MDR, "the reported glucose values fall within the [insert zone letter here] zone of the parkes error grid."

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient, who is hypo-unaware, had a seizure which lasted for one minute and her husband called 911. When the emergency medical technicians (emts) arrived at the house about ten minutes later, the patient was given IV dextrose. She started to regain consciousness after the dextrose was given but stated that things were a bit blurry and fuzzy to her. The emts advised her to eat to maintain the glucose value, but she could not consume any food and was therefore taken to the hospital. At the hospital they checked her bg which was 39 mg/dl, although the cgm was reading 120 mg/dl. She was given IV fluids and zofran and prior to leaving the hospital was given tylenol for a migraine. She regained full consciousness after she was treated at the hospital. Twelve hours after the seizure she was feeling back to normal physically and mentally. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the [insert zone letter here] zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.